Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the up and down arrow keypad buttons were unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: all keypad buttons were responsive to button presses. No physical damage was observed on the keypad. The keypad cover was removed; there was no contamination or physical damage found.